Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The patient was reported to be symptomatic during office testing due to being pacing dependent and experiencing loc during threshold testing. Boston scientific technical services (ts) was consulted and reprogramming options were offered. No additional adverse patient effects were reported. At this time, this lead remains in service.